Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to claim no vibration on (B)(6) 2015. Patient's mother tested the alert functionality and reported the alerts were not functioning correctly. Patient's mother did not report any injuries or medical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found a broken universal serial bus (usb) door. Functional testing and an internal inspection was performed. Both tests failed, confirming the reported event of no vibration. The root cause was determined to be a mechanically bound vibrate motor.